Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing and filling a new cannula, the customer inadvertently started the cartridge load process. The customer was connected to the infusion set when the cartridge load process started. The customer's blood glucose level was not impacted.